Event description:
The patient had a renu device placed in 2005 to repair a migrated endovascular graft from another manufacturer. The procedure went well with no problems noted. The converter as well as a leg extension and occluder was placed with no problems noted. A fem-fem bypass was performed with ptfe graft material. After the procedure, the patient has experienced hives and angioneuredema since receiving the evt. This patient did not have any known allergies to any of the materials associated with the graft. The physician believed this to be an indiopathic allergic reaction and he would treat the patient as usual.